Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085359) on 12-apr-2019. The most recent information was received on 02-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and medically significant), arthralgia ("pain in my hips"), back pain ("back pain"), heavy menstrual bleeding ("very heavy periods"), tooth loss ("teeth are falling out"), tooth fracture ("front tooth broke") and dental caries ("teeth are rotting from the inside out"), was found to have bone density abnormal ("bad bone density") and underwent tooth extraction ("six teeth pulled in two weeks"). At the time of the report, the abdominal pain, arthralgia, back pain, heavy menstrual bleeding, bone density abnormal, tooth loss, tooth extraction, tooth fracture and dental caries outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, bone density abnormal, heavy menstrual bleeding and tooth loss with essure. The reporter considered dental caries, tooth extraction and tooth fracture to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage, other serious ¿ was reported, but not specified or assigned to one of the events. Concerning the injuries reported in this case the following were reported via social media- tooth disorder, tooth extraction, tooth fracture, dental caries. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085359) on 12-apr-2019. The most recent information was received on 19-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and medically significant), arthralgia ("pain in my hips"), back pain ("back pain"), heavy menstrual bleeding ("very heavy periods"), tooth loss ("teeth are falling out"), tooth fracture ("front tooth broke") and tooth disorder ("teeth are rotting from the inside out"), was found to have bone density abnormal ("bad bone density") and underwent tooth extraction ("six teeth pulled in two weeks"). At the time of the report, the abdominal pain, arthralgia, back pain, heavy menstrual bleeding, bone density abnormal, tooth loss, tooth extraction, tooth fracture and tooth disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, bone density abnormal, heavy menstrual bleeding and tooth loss with essure. The reporter considered tooth disorder, tooth extraction and tooth fracture to be related to essure. The reporter commented: the seriousness criterion ¿disability/ permanent damage, other serious¿ was reported, but not specified or assigned to one of the events. Concerning the injuries reported in this case the following were reported via social media - tooth disorder, tooth extraction and tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New events front tooth broke and teeth are rotting from the inside out added. After company internal review the event abdominal pain was regarded as serious due to disability and the case was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.